Event description:
It was reported when using the bd pyxis medstation es system remote manager fridge was failed and door was not opening, prevented user from issuing medication to patients and they were able to get medication from pharmacy. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager failed. The field service engineer confirmed that the customer resolved the issue. The system functioned as intended after field service engineer the troubleshooted the device.